Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with correction to the initial with information inadvertently left out. Additionally, to provide updates to fields (d8, d9, h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the lodged broken laser probe. This may have been caused by a leak and a deviation in reprocessing before the procedure. Additionally, the broken laser probe had insufficient angulation at the down side and a pinhole at the biopsy channel. It is likely the insufficient angulation was caused by excessive stress applied to the down side of the bending section. The pinholes could have been generated by the laser irradiated from the broken probe. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: inspection of the instrument channel: 1. Straighten the insertion section of the endoscope. 2. Insert the endo therapy accessory straight into the forceps port of the sealing accessory while closing its distal end and retracting it into the sheath. 3. Confirm that the endo therapy accessory extends smoothly from the instrument channel outlet at the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end. 4. Confirm that the endo therapy accessory can be withdrawn smoothly from the sealing accessory. In addition, the following non-reportable malfunctions were found during the device evaluation: leak from instrument channel at distal end, chip a rubber glue, stain and excessive image guide broken on image, back focus off, control body dry corrosion, eyepiece body discolor , and angulation low. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted on importer medwatch #2429304 - 2023 - 00031. The device referenced in this report has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information was received.

Event description:
The customer reported to olympus that the uretero-reno fiberscope had laser fibers left in it from a previous case. The current laser fiber was inserted and reportedly pushed out the old laser fiber pieces into the patient's ureter during an unspecified therapeutic procedure. The procedure was prolonged by a couple of minutes with the patient under sedation since the old fiber pieces had to be retrieved with a grasper and the scope had to be replaced. The procedure was completed using a similar device. The scope was sent back to be reprocessed and then an error message occurred. There was no harm, injury, or infection reported due to the event. This is related to patient identifier number (B)(6), which is for the laser fibers.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected below. The customer provided the cleaning, disinfection, and sterilization process. There are two preparation sinks wherein washing, rinsing, and adding fresh water is done. The scope is inspected visually for any damage or abnormality. A leak test is performed in sink 1 and the scope is submerged in clean water for 60 seconds. Using olympus mu-1 and intercept, the scope is submerged, and the cleaning process is completed underwater. The outside of the scope is wiped using a single use scope sponge from clean (control end) to dirty (distal tip) and in all nooks and crannies, including the tip. The distal end is brushed using a single use, flexible brush. The brush is rubbed between fingertips to remove any debris, and is then pulled back out, still keeping it underwater, to be repeated until visibly clean. The scope channel is flushed 3 times using a single-use 30-milliliter (ml) syringe with soapy sink solution. The scope is transferred to the second sink filled with rinse water and flushed 3 times with rinse water using a 30-ml syringe. The sink is drained. The scope is flushed once with 30 ml of 70% alcohol. The scope is dried and transferred to the prep and pack area. The scope is then placed on a sterilization tray with indicators and wrap. The scope is sterilized on advanced cycle in sterrad nx or flex cycle in sterrad nx100. The scope is then stored on a shelf. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.